Manufacturer narrative:
Analysis: there was no stent present on the returned device. Crimp impressions were visible on the balloon. The distal tip was slightly frayed indicating that it may have been stubbed during advancement. Residue was present inside the tip indicating that it was used in the patient. (B)(4).

Event description:
It was reported that during use of an endeavor resolute drug-eluting stent that it dislodged. The device was removed from the packaging per the instructions for use and inspected prior to use with no issues noted. It is unknown if the device was prepped prior to use. The lesion was not pre-dilated. Physician was attempting to use the stent in an unknown lesion with no calcification or tortuosity but it deformed and dislodged from the balloon when exiting the guide catheter. The dislodged stent was removed on the guidewire. There was resistance encountered when advancing the device and no excessive force was used. It is unknown if the device passed through a previously deployed stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No injury reported.